Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument was placed on the in-house system and passed initialization. The instrument exhibited unintuitive motion. Reversed motion is observed. No failures were observed during log review of remotefe and dsp logs. Additional observation not reported by site that is related to the customer reported complaint was also identified: the vessel sealer extend instrument was found to have a dislodged main tube. It was found that the main tube can be rolled past the hard stop in the roll gear (roll gear tabs) with little resistance, in both roll directions. This indicates that the roll gear tabs that mate with the main tube and provide a hard stop are damaged. Since the hard stop is damaged, the main tube can rotate independently of the roll gear, causing mis-calibration between the master tool manipulator (mtm) and tube, and creating non-intuitive movement of the distal tip. The root cause of this failure is attributed to mishandling/misuse. The instrument jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon called intuitive surgical, inc. (Isi) technical support engineer (tse) to report that camera movement and instruments movement were inverted as soon as the vessel sealer extend instrument was installed. No relevant logs found regarding issue reported. Prior to call, the surgeon already swapped the vessel sealer extend instrument from arm 3 to arm 2 and issue remained. The surgeon already used the function orientation switch with endoscope 30°, but fault remained. The tse asked caller to check the flat part of the endoscope and to see if it matched the virtual horizon in the gui: caller stated: no. The tse guided caller to remove endoscope and to orient the flat part of the endoscope with the relative symbol orientation: endoscope always stick to opposite orientation. The tse asked caller to swap again vessel sealer extend instrument from arm 3 to arm 2, but the error remained. The tse asked caller to replace vessel sealer extend instrument for another one and issue went away. The user recovered a coherence with camera and instrument movement. The tse informed caller that it was most likely the previous vessel sealer extend instrument was faulty, surgery was resuming with the new vessel sealer extend instrument. The procedure was completed with no reported injury to the patient. Isi followed up with the hospital employee and obtained the following information: there was a procedure delay of 30 - 45 minutes due to this issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting an inverted movement, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the camera movement and instruments movement were inverted as soon as the vessel sealer extend instrument was installed. The issue was resolved when they site installed their back up vessel sealer extend instrument. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.